Event description:
Customer reported that she was hospitalized due to high blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, rewind basic occlusion, occlusion, prime/a33 and excessive no delivery test. No off no power alarm or blank display noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.